Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller stated she started checking things on the pump for the source of her elevated blood glucose level and noticed that the cartridge was leaking. Caller reported when she removed the cartridge, she discovered insulin had leaked into the chamber. Caller stated insulin poured out of the pump. Caller reported the cartridge was new. Caller had loaded the cartridge into pump without the adapter and when she tried to pull it out without the adapter on it, insulin spilled into the pump. No adverse event reported. Requested return of the alleged pump, cartridge, and adapter for evaluation.